Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected high blood glucose value was 400 mg/dl at the time of the incident. The customer stated the sensors they were using were bent. Troubleshooting was not performed for the high blood glucose value because the customer declined. Troubleshooting was performed for the bent cannula and the device will be replaced but not returned.